Manufacturer narrative:
MFR received date: 17 sep 2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failing air flow testing at 10 lpm testing at 10 lpm issue. The manufacturer¿s field service engineer (fse) remotely recommended replacement of the flow sensor to address the reported problem. The customer confirms the ventilator is working in good condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer contacted technical support (ts) stating that the unit failed air flow accuracy testing. The customer reported that there was no patient involvement.